Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash on his left side under his arm underneath the band. There was an open sore underneath the electrodes. The patient's physician recommended another size garment. Patient was remeasured and issued a larger size garment. During a follow-up, it was reported that the patient's irritation improved.